Manufacturer narrative:
(B)(4). Evaluation conclusions: a conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. Additional information received on 09/21/2015 from (B)(4) (risk manager) from user facility. Indicating the following: the patient was discharged home. The alleged broken piece of the device was not found. It is uncertain if the user facility will provide the device sample for evaluation. The sample was not returned to teleflex for a physical evaluation. However, pictures were returned from the customer confirming the complaint description. Based on the pictures received, the pipe light distal end is missing. The missing piece would include the acrylic pipe and the sheath that serves as a light focusing mechanism at the distal end where the light emits. The complaint has been confirmed. Based on the information provided and pictures provided by the customer sight, the root cause cannot be established. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the green protective tubing on the distal tip fell off and was lost in the patient. Intervention- bronchoscopy and x-ray performed. Patient in ICU.